Event description:
It was reported that the customer went to the emergency room for stomach issues and pain and had an x-ray and a computerized tomography scan with the insulin pump on and began to have issues with the insulin pump not alerting her of sensor high and low glucose readings. There were no motor error alarms present. The displacement test was performed and passed. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.